Event description:
It was reported that during an IPG revision procedure on (b)(6) 2026, the patient experienced pain along the lead insertion site due to a titanium rod that was contorted and surmised from a previous procedure. As a result, the physician revised a portion of the rod to address the issue. Therapy was restored post procedure. It is unknown which lead attributed to this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include:Common Device Name: SCS Octrode Lead, Model: 3186, UDI: (b)(4), Serial: (b)(6), Batch: A000108806. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.